Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer reported that the iabp batteries were charging. And verified the line voltage to the power supply were working to factory specification. The fse disassembled the iabp, and installed a new power management board. The iabp was then reassembled, and then ran through complete calibration and functional tests. All testing passed as per factory specifications. The batteries are now charging as they should, and the iabp was cleared for clinical use. (B)(6).

Event description:
Prior to use on a patient, the intra-aortic balloon pump (iabp) will not start up, the green light did not generate, and there was no image on the display. There was no injury or adverse event reported.